Event description:
During treatment of a total occlusion in the proximal lad with a des, a type iii perforation (2mm length) had occurred. Four pk papyrus covered stents were selected for treatment of the perforation, but they did not completely seal the perforation. Contrast extravasation persisted. However, it was significantly improved. Further balloon dilatation was done, and medication was given to stop the bleeding. The patient could be discharged home. This is one of four. Device code is 4065.

Manufacturer narrative:
The affected pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form and the cathlab report) was reviewed to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as a device related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.